Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event description. Did glass shards from the inner ampoule penetrate the plastic outer tube? Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the product sterilized or subjected to any other processes before application? Are any pictures available? What is the name and date of the surgical procedure?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the topical skin adhesive was used. As reported, during the procedure, pieces of the inside came true the opening. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information: additional information was requested and the following was obtained: please clarify the event description. Did glass shards from the inner ampoule penetrate the plastic outer tube? Yes. Was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Did the glass penetrate the user¿s skin? No. What was done to treat the shard penetration? No injury. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? No injury. Was the product sterilized or subjected to any other processes before application? No. Are any pictures available? No. What is the name and date of the surgical procedure? Pacemaker. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿